Event description:
The customer's mother reported that the customer had high blood glucose. The blood glucose reading was 427 mg/dl. In troubleshooting, the insulin pump passed a drive support cap test, a quick release test, a manual prime test, and a high placement test. The customer was advised that high blood glucose is sometimes related to insertion site issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.